Event description:
It was reported that the customer's insulin pump had an error alarm. It was stated that the glucose reading was 15.8 mmol/l. Advised that the customer should discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.